Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a curved opening. A leak test was performed which found one opening. A microscopic analysis identified a curved puncture on the anterior side assessed as surgical damage-like. The fill inspection test was performed which identified no blockage in the valve. Based on the device analysis, the final assessment is a puncture on the anterior side assessed as surgical damage-like. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.